Event description:
It was reported that the retaining screwdriver tip broke off during use in surgery. There were no patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with some evidence of circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.